Event description:
It was reported that the patient's pulse generator exhibited backup pulses, indicating intermittent loss of ventricular capture. The patient would be brought into the clinic and the lead tested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.